Manufacturer narrative:
Cannot confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the spiral tip of the fetal spiral electrode (989803137631) had broken. The device was in use on a patient. Patient outcome is currently unknown.

Manufacturer narrative:
An evaluation could not be completed due to the material in question was discarded at the customer site.